Manufacturer narrative:
Device was initially received for the complaint that the pump¿s dose cord port was damaged. During investigation, found damaged downstream occlusion sensor. This malfunction makes the event reportable. Review of event log/alarm history found no event history related to the current complaint. There was no 12-month service history reported. The visual and functional testing was performed. During visual inspection, found that the bolus port pin is damaged. The complaint confirmed through visual inspection; remote dose test and replaced bolus port. The device passed all testing criteria during performance verification testing.

Event description:
It was reported that the pump¿s dose cord port was damaged. During investigation, found damaged downstream occlusion sensor. This malfunction makes the event reportable. There were no patient involvement and harm.